Manufacturer narrative:
The reported event that one of the connector tips broke was confirmed through the visual inspection. It was observed that the interface was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device broke off at the user facility. No patient involvement, delays, medical interventions or adverse consequences were reported with this event.

Event description:
It was reported that the tip of the device broke off at the user facility. No patient involvement, delays, medical interventions or adverse consequences were reported with this event.